Event description:
Adverse event(s): "pt had iritis" (iritis). Product problem(s): "no device problem reported" (no known device problem). A surgeon reported, a pt having iritis after eye surgery. The primary reason, the surgery was done is unk. Additional info has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4) .